Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.